Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the coelioscopy, the surgeon checked the surgical site and found a seal in the patient that had become detached from its housing. The seal was extracted from the patient.